Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter "white debris" was found on a bd¿ blunt fill needle prior to use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation results: a photo was received for evaluation by our quality engineer. The photo shows epoxy splatter and a loose epoxy flake on the cannula of the needle therefore failure mode is verified. Probable root causes are as follows: the rack of needles fell against another rack coming in contact with uncured epoxy. A disassembled needle with uncured epoxy came into contact with the needles in question during assembly. Epoxy contaminated the caterpillar belts on the assembly line and transferred to the cannula. An epoxy flake occurs when a bit of epoxy breaks loose from the edge of the hub where the cannula is epoxide to the hub. Here are the things we've done to improve epoxy splatters and dripovers: re-trained operators in regards to inspecting for epoxy dripovers and identify epoxy issues modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues. A device history review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batch. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues.